Event description:
The customer stated that two axsym anti-hcv reagent lids do not open correctly during instrument operation. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.